Manufacturer narrative:
(B)(4).

Event description:
It was reported the ¿screw on the lead cap would not screw in or out¿ when attempting to cap the lead. The patient¿s lead was reportedly ¿implanted nicely,¿ however the patient moved within the head frame, so the physician decided to stop the case, re-scan the patient, and complete the implant procedure at a later date. When the physician placed the lead cap on the terminal end of the implanted lead, the lead ¿would not go all the way in.¿ the physician then ¿tried to engage the torque wrench to loosen the screw, but it would not loosen.¿ the physician ¿then tried to tighten it, to ensure he was engaged in the screw head, however it would not tighten either.¿ it was stated that ¿it looked like the screw was stuck deep in the cavity.¿ a replacement lead cap was used at that time and ¿worked perfectly¿ and resolved the issue. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory; product ID neu_leadcap_acc, product type: accessory. Device evaluation: analysis of the lead cap found no anomaly. It was noted the ¿setscrew was screwed all the way down¿ when the lead cap was received for analysis. Analysis of the torque wrench from the procedure found ¿the tip of the wrench was elongated on one side and measured outside of manufacturing specifications.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.